Event description:
The initial reporter stated they received discrepant results for four patient samples tested with crep2 creatinine plus ver.2 and two additional patient samples tested for albumin on a cobas 8000 c 702 module. The specific albumin test that was used was requested, but not provided. No questionable results were reported outside of the laboratory. The first sample initially resulted in a creatinine value of 2403.9 umol/l and it repeated as 65.5 umol/l. The second sample initially resulted in a creatinine value of 189.1 umol/l and it repeated as 71.5 umol/l. The third sample initially resulted in a creatinine value of 344.4 umol/l and it repeated as 68.6 umol/l. The fourth sample initially resulted in a creatinine value of 698.8 umol/l and it repeated as 97.4 umol/l. This patient was sent to the emergency department and creatinine testing was repeated, resulting in a value of 88 umol/l. The fifth sample initially resulted in an albumin value of 23.75 g/l and it repeated as 50.29 g/l. The sixth sample initially resulted in an albumin value of 8.96 g/l and it repeated as 46.36 g/l. The creatinine and albumin reagent lot numbers and expiration dates were requested, but not provided.

Manufacturer narrative:
The rinse stations and tubing were observed to be in poor condition.

Manufacturer narrative:
The field service engineer determined there was a crack in some rinse station tubing. The tubing was replaced. The rinse station tubing was decontaminated. The gear pump pressure and wash levels were checked. Calibration was performed and was ok. Precision studies were within specifications. The investigation determined the service actions resolved the issue.